Manufacturer narrative:
E1 - updated initial reporter phone from (B)(6) to (B)(6) f10 - updated device codes from positioning failure to failure to advance. H6 - updated device codes from positioning failure to failure to advance. The device was returned for evaluation. The balloon was received tightly folded which indicates it had not been subjected to positive pressure. The stent was crimped in the correct position on the balloon. A functional test was carried out and the balloon was inflated in an attempt to deploy the stent. The stent was successfully dilated and deployed with no issues experienced. A visual and tactile examination found the first row of distal stent struts to have lifted. This type of damage is consistent with the device encountering resistance. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination of the device identified no issues with the markerbands or tip. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the common iliac artery. After inserting a 6f non-boston scientific (bsc) sheath at the base of the right thigh, percutaneous balloon dilatation was performed. An 8.0x30x135cm express ld vascular stent was aseptically opened and crossed into the lesion site for treatment. However, during the procedure, the device was stuck and could not be delivered. After withdrawal, it was found that there was a bulge at the tip of the stent which caused the device failure. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was about 70% stenosed, moderately tortuous and moderately calcified. The stent could not cross the lesion, and the physician was concerned about adverse events such as stent detachment or stent scraping against the vascular wall during delivery. When withdrawn, a bulge in the stent struts (frayed struts) was noted at the proximal part of the stent.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the common iliac artery. After inserting a 6f non-boston scientific (bsc) sheath at the base of the right thigh, percutaneous balloon dilatation was performed. An 8.0x30x135cm express ld vascular stent was aseptically opened and crossed into the lesion site for treatment. However, during the procedure, the device was stuck and could not be delivered. After withdrawal, it was found that there was a bulge at the tip of the stent which caused the device failure. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.